Manufacturer narrative:
Pump passed the functional testing including the displacement, operating current, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the pump alarm a64 during self test due to faulty y1/rf board.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self test. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm(s). Customer reports pump did not require rewind. Customer able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.